Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose. The customer stated she had a cortisone injection and the doctor warned her she would have high blood glucose. The customer stated her blood glucose was 425 mg/dl. She stated she had treated with 10 units of insulin by syringe, but her blood glucose remained high. The customer's blood glucose was 299 mg/dl at the time of the call. Customer stated she would call back to troubleshoot when she is feeling better. No add'l info provided.